Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy test to chromium positive") and abdominal pain lower ("lower belly pain") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Previously administered products included for an unreported indication: copper iud, mirena and mirena. Past adverse reactions to the above products included breast pain with mirena; menorrhagia with copper iud; and weight increased with mirena. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criterion medically significant), pain ("constant pain of varying intensity not relieved with analgesics"), chronic sinusitis ("chronic sinusitis"), tracheitis ("chronic tracheitis,"), tendonitis ("elbow tendinitis"), sciatica ("cruralgia") and visual impairment ("vision problems"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required). The patient was hospitalized on (B)(6) 2017. The patient was treated with analgesics, 3 infiltrations that had no effect and surgery (bilateral salpingectomy with laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, abdominal pain lower, pain, chronic sinusitis, tracheitis, tendonitis, sciatica and visual impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, chronic sinusitis, pain, sciatica, tendonitis, tracheitis and visual impairment with essure. The reporter considered allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Allergy test - on (B)(6) 2017: positive for chromium. Further company follow-up with the regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: insertion/removal date and medical history added. On (B)(6) 2017: bilateral salpingectomy with laparoscopy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-jul-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy test to chromium positive") and abdominal pain lower ("lower belly pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criterion medically significant), pain ("constant pain of varying intensity not relieved with analgesics"), chronic sinusitis ("chronic sinusitis"), tracheitis ("chronic tracheitis,"), tendonitis ("elbow tendinitis"), sciatica ("cruralgia") and visual impairment ("vision problems"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with analgesics and 3 infiltrations that had no effect. Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, abdominal pain lower, pain, chronic sinusitis, tracheitis, tendonitis, sciatica and visual impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, chronic sinusitis, pain, sciatica, tendonitis, tracheitis and visual impairment with essure. The reporter considered allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Allergy test - on (B)(6) 2017: positive for chromium. Further company follow-up with the regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: confirmation from the local health authorities that (deleted) case (B)(4) (MFR number 2951250-2019-00643) was a duplicate of this case. It included a new reporter (lawyer); consumer's demographic data; essure insertion date ((B)(6) 2015); essure removal date ((B)(6) 2017); and new adverse event (allergy test to chromium positive). Regulatory authority ((B)(6)) reference number ((B)(4)) was also provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.